Event description:
It was reported per field service report: symptom - high baseline alarm while on pt. No harm to pt. Findings/action taken: this took a while to find; very intermittent. The field service technician had the biomed technician try several different things. The repairs included the replacement of the motor controller unit, augmentation valve, augmentation chamber, central processing unit, pneumatic control sensor assembly, and pump assembly. The pump assembly solved the problem. Pump has run for several days and is now back in service.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.